Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2008 without incident. Several weeks after the procedure, a tubal ovarian abcess was discovered and the pt's ovary was removed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.